Event description:
Per oos, "the suture sleeve allowed the lead to move despite extra sutures. The lead dislodged twice and was replaced after the second dislodgement." This lead was replaced with an arox 45-jbp.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had bene performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.